Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was detected on the patient's lead. Emgs showed aborted shocks. The physician was able to re-create the noise in-clinic with isometric exercises. Lead was capped and replaced.